Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on june 2008 by the internation journal of research in orthopedics ¿no difference in clinical results between femoral transfixation and bio-interference screw fixation in hamstring tendon acl reconstruction. A preliminary study.¿ the study reviewed 15 patients with transfix pins and identified that residual instability was found in 2 patients during the 13 month follow-up. Reference: capuano l, hardy p, longo ug, denaro v, maffulli n. No difference in clinical results between femoral transfixation and bio-interference screw fixation in hamstring tendon acl reconstruction. A preliminary study. Knee. Jun 2008;15(3):174-9. Doi: 10.1016/j.knee.2008.02.003.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.